Event description:
The customer's family member called and stated that pt was hospitalized last year for high blood glucose and dka. It was stated that the customer history shows problems with bent cannulas in the past. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, the high-pressure test did not pass. Instructed customer to discontinue the pump use and revert to manual injections. A day later, the family member called back and requested assistance in lowering bgs.